Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a sudden drop in arterial pressure was observed after the third application in the left superior pulmonary vein (lspv). Cardiopulmonary resuscitation (CPR) was performed. Cardiac tamponade was confirmed by echocardiogram. Cardiac surgeons were called to the operating room and sutured the antral area of the lspv to prevent fluid leakage into the pericardial space. The procedure was aborted. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were received and analyzed. No patient file was received. The failure file has not been received. Three images were received showing some data of the case applications( total time, temperature and the heart area treats) on the screen. In conclusion, the reported cardiac tamponade could not confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.